Event description:
The end user's wife alleges that her husband reached to pick up something while in his powerchair, and tipped over. The user required ten stitches in his head.

Manufacturer narrative:
Method - based on the reported event, the user did not follow instructions in the owner's manual. Conclusions: user error.